Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature on the device was high to 41,9. Did not stop when arrives to 41.9. No more details were provided. It is unknown if there was patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 11/20/2024. H3 and h6. Codes: updated. One device was received for evaluation. The complaint was confirmed through temperature measurement. The cause of the reported issue was an incorrectly set mainboard. The issue was resolved by correctly setting the temperature. The device passed all functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.